Manufacturer narrative:
Engineering analyzed exams which showed no technical reasons to determine to the root cause of the issue. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the reported event.

Manufacturer narrative:
Patient identifier, patient age and patient weight not provided due to japan privacy regulations. No parts have been received by the manufacturer.

Event description:
A medtronic representative reported that, during a posterior spinal fusion, the surgeon alleged the system was inaccurate. A point merge registration at c2 was conducted followed by surface-based registration. During the surface-based registration, the target point changed from c2 to c3. Although this registration process was continued, the target point remained at c3. The surgeon alleged the accuracy was off by 1.5 millimeters. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.